Manufacturer narrative:
Product ID 8709, lot# j10925r46, implanted: 2001 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown drug via an implanted pump. The pump's indication for use (IFU) was listed as chronic low back pain. The patient's pump was implanted (B)(6) 2008. A revision had not occurred yet, but was scheduled for (B)(6) 2015. The patient was having back surgery and the neurosurgeon conducting it was considering replacing the stimulation system (refer to (B)(6): scs, high impedance) and possibly making a revision to the pump. It was unknown what the issue was or when it started. The event date was unknown. It was further reported there was nothing wrong with the pump/therapy. On (B)(6) 2015, additional information was received from a rep indicated the patient was receiving intrathecal baclofen 400 mcg/ml (dose 112.05 mcg/day) and morphine 50 mg/ml (dose 14 mg/day) via an implanted pump. The event occurred on (B)(6) 2015 during a procedure. The patient was experiencing numbness and weakness in the left leg so the doctor decided to do a back exploratory surgery. The catheter (implanted on (B)(6) 2001) was replaced. The catheter tip was blocked with black substance and was not visible. The catheter tip and mass were removed. The specimen was sent to the lab for further information and a new catheter tip was placed two vertebral bodies below. The issue was not resolved at the time of this report. The patient's status was unable to be obtained. It was further reported, the diagnosis was a possible inflammatory mass from the pump catheter. Additional information has been requested, but was not available as of the date of this report. Information omitted pertaining to (B)(6): scs, high impedance.